Manufacturer narrative:
(B)(4).

Event description:
In an article titled "symptom resolution after operative management of complications from volume 123, number 1, january 2014 erin c. Crosby md et al, a retrospective chart review of a total 90 pts was conducted from january 2008 to april 2012. The 90 pts were evaluated for improvement in symptom of mesh exposure, pain, and dyspareunia after mesh removal. Of these 90 pts, 15 of them had avaulta anterior mesh implanted originally, 10 of them had avaulta posterior, and 3 had avaulta mesh implanted. This complaint is for a pt who had a previously implanted avaulta product removed.